Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of our surgical lights ¿ prismalix. As it was stated, the paint was chipping from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of catalog# and manufacture date# fields deem required. This is based on the internal evaluation. #h4 previous manufacture date: 13-04-2004. Corrected data: 4000 df/t cupola (ard567236993 - sn (B)(6)). Manufacturing date : 14-apr-2004. Prx coupole 4000 df/cff pal (ard567236989 - sn (B)(6)). Manufacturing date : 13-apr-2004. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification due to paint chipping which contributed to incident. At the time when the event occurred, the device was not being used for patient treatment. The issue was detected by getinge technician during performing the preventive maintenance. As stated by subject matter expert at the manufacturer¿s site, the oxidation has been detected between the fork and the sleeve of spring arm. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. Subject matter expert at the manufacturing site also stated that the paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (0113103 ed3g, pages 23) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of catalog# and manufacture date# fields deem required. This is based on the internal evaluation. #h4 previous manufacture date: 14-04-2004. Corrected manufacture date: 13-04-2004. #d4: previous catalog #: ard567223241c. Corrected catalog#: ard567236993/ard567236989.

Event description:
Manufacturer's reference number (B)(4).